Manufacturer narrative:
A medtronic representative went to the site to test the equipment and perform a planned maintenance. The planned maintenance was successfully performed and the medtronic representative reported the imaging system passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been received by manufacturer. Event problem and evaluation: planned maintenance by a medtronic representative is currently pending the account¿s approval of a purchase order for service.

Event description:
A site representative reported that the imaging system¿s batteries do not hold charge as expected. This occurs after a full charge and was discovered while driving the image acquisition system (ias). The account has requested planned maintenance service instead of a system checkout. This issue was identified outside of surgery; no patient was present.